Event description:
It was reported that during a lap donor nephrectomy procedure, the device was set up and utilized for the first half an hour of the case. The handpiece generated a solid tone and was replaced. It worked an additional two hours and then solid tone at the end of the case. There was no pt consequence.